Event description:
It was reported that postoperative testings are showing fluctuating numbers of electrodes with status hi. At the beginning, the performance was as expected and very good. After a year, the patient suffered from fluctuations in hearing. Now the patient's hearing sensation is poor. Parents said no accident or illness occurred.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.